Event description:
The limited translated symptom info made available indicates "can not work". We will consider this to indicate that the device would not be functional for the delivery of therapy. There was no pt involvement.

Manufacturer narrative:
(B)(4): the limited translated symptom info made available indicates "can not work". We will consider this to indicate that the device would not be functional for the device of therapy. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.